Event description:
During the procedure as the physician attempted to pull back out of the ventricle the valve of this device dislodged. The device was removed and replaced. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.